Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk specialist reported that during a cataract extraction procedure for a dense cataract, the phacoemulsification tip occluded, got hot, and resulted in the patient experiencing a corneal burn. The customer indicated the patient will have increased astigmatism because of the suture that was needed to seal the wound. Additional information has been requested.